Event description:
It was reported that the rigid video scope had no image. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture found under distal cover glass, dents on edge, loose light guide adapter, and cracks on video connector. A root cause could not be identified. Based on the results of the investigation, the reported malfunction was not confirmed. The cause of the identified additional malfunctions was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no image. The issue occurred during installation. There was no patient involvement.